Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead had been experiencing falls due to an unrelated patient condition. The patient had fallen on their chest, so a request was made to have their device checked. It was found that the rv lead was programmed unipolar and threshold measurements were elevated. Longevity estimates were requested based on different outputs. Boston scientific technical services discussed programming and it was noted that the patient also had a few stored non-sustained ventricular tachycardia episodes. The pacemaker was explanted and the rv lead was capped and a new lead and cardiac resynchronization therapy pacemaker (crt-p) were successfully implanted. No additional adverse patient effects were reported.